Manufacturer narrative:
This device remains implanted; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that a red alert posted to the physician website that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 153 ohms). A technical service (ts) consultant reviewed the device data and provided recommendations for lead integrity testing. The rv lead remains implanted. No adverse patient effects were reported.